Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture and the formation of a very adherent prosthesis capsule. The device has been removed. The device is available for return. This record relates to the right side.

Event description:
Healthcare professional reported capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a rupture and the formation of a very adherent prosthesis capsule. The device has been removed. The device is available for return. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, broken shell, missing, red particles. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A piece of the shell is missing the assessment is inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted.